Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the specific error codes that occurred were unknown and were not written down. The hcp stated that the tablet "kept kicking me out of the program". The cause was unknown. The syncromed application software version was unknown. The specific tablet that was used had been replaced with the new upgraded tablets roll out. The rep spoke with the physician assistant and had him restart the existing tablet at the time and it eliminated the errors. The solution corrected the unknown error.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver fentanyl. It was reported that the patient cancelled their pump fill on the night of (B)(6) 2025 and went in on (B)(6) 2025 saying that the pump was beeping. The low reservoir alarm volume was at 2ml, but they were going to update the pump and it said that there was a temporary stop due to a failed update. The reporter was wondering if it was possible that the pump started beeping on the night of (B)(6) 2025 or if it had been going on for a while. Technical services reviewed that they could interrogate the logs to see when the empty pump alarm occurred. Per the reporter, the patient heard a non-critical alarm a week ago and a critical alarm on the morning of (B)(6) 2025 due to an empty pump. Technical services reviewed how to correct a temporary stop and reviewed empty pump troubleshooting. The reporter stated that he planned on filling the pump later with the same medication and then monitor the patient. Additional information received from the hcp on (B)(6) 2025 indicated that the issues occurred while the hcp was trying to switch the patient's dosing to flex dosing. Per the hcp, the pump time was off and, since flex dosing "depends heavily on pump time", they saw "a bunch of errors". The hcp could not recall if the stopped pump message was identified before or after the patient was sent home. The empty pump alarm was due to the patient cancelling the refill appointment and "we missed it". At the time of this report, the entire issue was resolved.

Manufacturer narrative:
Continuation of d10: product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the issue was resolved with the hcp on the date of the initial report. No further complications were reported.

Manufacturer narrative:
H6. Patient code e2401 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.